Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and was hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose below 30 mg/dl at the time of the incident. The customer was at 290 mg/dl at the time of the call. The customer experienced symptoms such as 3 seizures and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer's pump was lost. The customer has also been experiencing highs since their pump is lost. They experienced symptoms such as fatigue and they treated the highs with manual injections. The insulin pump will not be returned for analysis.